Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported noise on the ECG (electrocardiogram). The programmer failed common mode wrist tests; the ECG connection was broken loose on the lem (link electronic module) printed circuit board assembly. Concomitant: product ID 229047 analyzer. (B)(4).

Event description:
It was reported there was noise on the ECG (electrocardiogram) during surgery. A different programmer was used to complete the surgery. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.